Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the atrial lead exhibited undersensing. Programming changes were discussed but not made. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.